Manufacturer narrative:
The device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the handpiece only works in forward and reverse functions. The surgery was delayed over 30 minutes, but no adverse consequences were reported from this event. This device is used for treatment.